Manufacturer narrative:
Based on the results of the investigation, it is likely, that the following led to the malfunction: due to poor watertightness of cable unit, water tightness is lost. Probable root cause traced to component failure. A device history record review revealed, no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The camera head exhibited, due to poor water-tightness of cable unit and water tightness was lost. There was no patient involvement.